Event description:
A company account manager reported in 2007 that the pt experienced an infusion set that separated at the luer connection. Several attempts were made to contact the pt to gather additional info. No contact was made. No product or incident info is available. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available for return.

Manufacturer narrative:
No product will be returned for eval.